Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem), and block h6 (device code) have been updated based on the additional information received on may 7, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned with all bands still attached to it and the handle did not have evidence that the trip wire was secured into the handle slot. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the instructions for use of the device were not followed, as the trip wire was not secured into the handle slot. This oversight can ultimately affect the deployment of the bands once the ligator housing is installed in the endoscope, causing the trip wire to malfunction when the handle is used to pull the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the trip wire was not secured into the handle slot; however, the IFU states, "secure trip wire in slot on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat varicose veins during a gastric fundus varicose ligation procedure performed in the fundus of stomach on (B)(6) 2025. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was indicated that the anatomy location was in the fundus of the stomach. However, according to the instructions for use (IFU), the speedband superview super 7 device is not intended for ligation of esophageal varices below the gastroesophageal junction. Additional information was received on may 7, 2025: it was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastric fundus varicose ligation procedure performed on (B)(6) 2025. There was no difficulty experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat varicose veins during a gastric fundus varicose ligation procedure performed in the fundus of stomach on (B)(6) 2025. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was indicated that the anatomy location was in the fundus of the stomach. However, according to the instructions for use (IFU), the speedband superview super 7 device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.